Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery received for evaluation. A review of the imagery revealed the esheath+ distal tip was torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty advancing the delivery system with valve through the esheath+ and the torn esheath+ distal tip were confirmed based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process and/or by other manufacturing-related factors. Additionally, patient or procedural factors, such as a challenging anatomy (it was indicated that there was the presence of tortuosity in the patient's access vessels) or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra resilia valve, resistance was noted when the delivery system with valve reached the tip of the 14fr esheath+. The delivery system with valve was advanced through the esheath+ tip, and the valve was successfully implanted. The distal tip of the esheath+ was noted to be torn. There was no patient injury, and the patient was stable. Imagery was provided for evaluation. A review of the imagery revealed the esheath+ distal tip was torn.

Manufacturer narrative:
The investigation is ongoing.